Event description:
It was initially reported that the suture got caught around the peek anchor. The first implant was inserted before the sutures were tangled, and the first anchor remained implanted, but the sutures had to be cut. Another meniscal cinch was used to complete the case. A meniscal knot pusher suture cutter was used with it. Follow up response from surgeon: the 1st. Peek implant of the first device was inserted with no problem. As he attempted to insert the second implant, the sutures became tangled and he then had to cut them and remove everything from the 2nd. Implant. The 1st. Peek implant was left in the capsule behind the knee. This first device was discarded. The 2nd. Cinch tangled and was not used but was returned. A 3rd. Cinch device was used to complete the case. Pt doing fine to date.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The first device involved in the event was not returned. Second device was returned with both implants attached to the suture construct. #1 implant may have been deployed from the trocar during user manipulation prior to insertion or the implant may not have deployed when the user inserted the 1st trocar which may be due to improper penetration, depth stop setting and/or implant being too tight on the trocar. Suture is not cut as stated in the event description. The most likely cause of the observed condition of entangling the suture may be due to the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.